Manufacturer narrative:
The system has a reaction noise message error. Customer technical support (cts) advised customer to primer water through line. The system generated reagent low error. A bci field service engineer (fse) noted the system failed calibration and instrument gave a bun reagent low error message. Fse installed new reagent pump, performed modular chemistry probe alignment, removed, cleaned, and reseated the module valves. Fse performed calibration and precision controls. No errors were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the elbow fitting on top of the bun reagent bottle popped off and < 1 ml of bun splashed onto the operator's cheek, while the operator was troubleshooting the instrument. The operator was not wearing personal protective equipment. No injury was reported and the operated washed face with water and noted he was well.